Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture/use error: observed broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Pain: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "pain and change of shape" and "ruptured." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "ruptured."

Event description:
Healthcare professional reported right side "pain and change of shape" and "ruptured." Device has been explanted.

Event description:
Healthcare professional later reported "upon removal, the site pushed with finger and expanded".